Event description:
It was observed that during the device evaluation the ultrasound gastrovideoscope had a scratch to the acoustic lens that reached to the adhesive layer and the grip and the light guide protector were sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scratch to the acoustic lens was traced to component failure whereas the probable cause of the stickiness to the grip and protector could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.